Event description:
It was reported that during the cleaning of dead bone infection out of femoral canal of a gunshot victim, the reamer shaft broke. The broken piece was stuck to reamer head and tubing. This caused a delay of fifteen minutes as the surgeon was trying to take apart the reamer head, tubing and the broken shaft piece. A locking clip was not used as it had fallen on the floor in the beginning of the surgery. Cleaning was done, antibiotic cement was placed and procedure was completed successfully. The patient outcome was reported as fine. A competitor¿s power driver was used in this procedure. The original surgery was done in 2005 and a femoral nail was placed (periformis entry). No date on femoral nail removal is known. This is report number 1 of 3 for (B)(4).

Manufacturer narrative:
A product development evaluation was completed: the device was received with the hex tip of the ria drive shaft (314.743) broken off where it interfaces with the reamer head. The ria system is intended to clear the medullary canal of bone marrow and debris, size the medullary canal for implants or prosthesis, and to harvest bone and bone marrow in the treatment of osteomyelitis. The condition of the returned drive shaft is consistent with damage caused by the device being over torqued. It is critical for the reliable function of the drive shaft that a cannulated drive unit that delivers only 3.5-4.5nm of torque and 700-900rpm (standard drill speed) be used. The technique guide recommends that no reduction drive or drills with a torque greater than 6nm be used. Competitors¿ devices with a torque of up to 17nm are routinely used. Power equipment designed specifically for reaming must not be used. It is possible that use of an incorrect drive unit has repeatedly over torqued the drive shaft tip causing fatigue and ultimately the fracture at the tip. The relevant drawings were reviewed and determined to be suitable for the intended design and application. After reviewing the related product drawings, complaint history and risk analysis, the design is adequate for its intended use and did not contribute to this complaint condition. As the instrument did break, the complaint is confirmed. Specific details regarding the technique used/application which led to the device failure were not provided, however it is likely that excessive force was applied to the drill bit. As the complaint condition is the result of method of use rather than a design deficiency, the device is determined to be suitable for its intended use. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional product code: hrx. Original surgery reported as 2005. Explant date: unknown date. Subject device has been received and is currently in the evaluation process. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A review of the device history records was completed: criterion tool & die, inc. Manufactured the drive shaft assembly for ria, part 314.743, and lot 5843459 (supplier lot 15685-01. Initially, the parts conformed to the supplier¿s certificate of conformance and synthes final inspection sheet. There were no material review reports, non-conformance reports, or complaint related issues with this lot. Device is an instrument and is not implanted/explanted; device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.